Event description:
A doctor reported that the knife was blunt while attempting to use it during surgery. An alternate knife was obtained to continue the procedure with no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
No sample has been received by mfg for eval. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Add'l info has been requested. (B)(4).